Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient, the device would not power up. Subsequent testing with multiple batteries was able to power on the device. However, the unit would inadvertently shut down on its own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.